Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg after an emergency fusion surgery procedure wherein extensive electrocautery was used. It was believed that the ipg was damaged. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient's inability to charge was due to an electrocautery used in a non-device related procedure. The patient underwent an ipg replacement procedure due to the inability to charge. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg after an emergency fusion surgery procedure wherein extensive electrocautery was used. It was believed that the ipg was damaged. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).